Event description:
It was reported that biomed had an arctic sun device but was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed that the mixing pump had failed. Biomed stated that they would order and replace the mixing pump onsite. As per follow up information received on 22jul2022, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed had an arctic sun device but was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed that the mixing pump had failed. Biomed stated that they would order and replace the mixing pump onsite. As per follow up information received on 22jul2022, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an outlet water temperature regulation error due to a mixing pump component failure. A check of the diagnostics showed that the mixing pump had failed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.